Manufacturer narrative:
The was hospitalized due to kidney inflammation. The issue was unrelated to diabetes. The user was doing fine and was prescribed with cefpodoxim for treatment by hcp.as per dms, the user is actively using the system.

Event description:
On 16 june 2025,senseonics was made of an incident where was hospitalized due to kidney inflammation.the issue was unrelated to diabetes.the user was doing fine and was prescribed withcefpodoxim for treatment by hcp.as per dms, the user is actively using the system.